Event description:
It was reported that during the carotid stenting procedure in 2005, the pt experienced hypotension which resulted in prolonged hospitalization. Condition was treated with neo-synephrine. The symptoms resolved. The performance of the devices and the procedure was successful. It was further reported that "on the pre nih the pt was found with no neurological deficits. On his 24 hour post nih, the neurologist felt that he had intermittent slurring of words. The pt was discharged on same day. With 0 deficits noted. The pt is expected to return to his dr for a 30 day follow-up visit. Follow-up visit showed that the pt still had intermittent slurring of words.